Event description:
The following has been reported: biomed reported: ivenix pump serial # (B)(6) is showing a red error code/malfunction with the pump per staff report. No patient harm or the stoppage of an active infusion were reported in the ticket. Pump down in biomed shop, it is plugged in and turned on for the download of logs., a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation was opened to investigation the mechanical hardware failure (av sticky valve). Per the preliminary technical failure summary, the customer was able to clean the pins and run a successful test infusion. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.